Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flushing pump had a cracked casing. The reported malfunction occurred at an unspecified time of an unspecified procedure that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported that the flushing pump had a cracked casing. The reported malfunction occurred at an unspecified time of an unspecified procedure that was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated fields: g3, h2, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.